Manufacturer narrative:
The investigation of the complaint was carried out considering theanalysis of the information given by the dentist in the guarantee form,visual conference of the product returned by the dentist and theevaluation of relevant production records. Considering the surgicalmethodology, it was seen that the dentist has used sequence of drillsdifferent than the one recommended for the implant installation.

Event description:
(B)(4)- the dentist reported that, 6 months after the dental implant was installed in intraoral region #19, its non-osseointegration was observed. The patient presented insufficient bone quality/ quantity (bone type ii).